Event description:
It was reported that the patient experienced high blood glucose event and infusion set leakage at site on (B)(6) 2026. The infusion set was used for five days. The blood glucose was high for more than four hours and was treated with bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.